Event description:
During an in clinic follow up, an abnormal longevity was observed on the device. A second interrogation was performed and the expected longevity was shown to resolve the event. Technical support was contacted and suspected this diagnostic anomaly could be due to any activities during interrogation. The patient was stable.